Manufacturer narrative:
The failure analysis evaluation and findings have been reassessed. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that ¿rubber is burned¿ on the instrument. Fa found the instrument to have thermal damage on the yaw pulley. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review confirmed usage of the device, but would reveal no other information related to this type of event. No image or video was provided for review. This complaint is being assessed as a reportable event due to the following conclusion: the complaint alleged the "rubber burned" on instrument with no allegation of mishandling or misuse. The thermal damage on the instrument yaw pulley that was confirmed through fa is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted procedure that "rubber burned" on the maryland bipolar forceps instrument. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event but no additional information was available as of the date of this report.